Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating and requiring a larger glenoid head. In order to achieve stability, the patient also required a +4 semi constrained insert.